Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed noise that was oversensed and lead to pacing inhibition with approximately two seconds of asystole to the patient. The patient was asymptomatic. The patient was seen in clinic for follow up where isometrics and pocket manipulations were performed. Noise was not able to be reproduced. Lead impedances were normal and within range. The local boston scientific field representative indicated that the noise looked like diaphragmatic noise. The sensitivity was adjusted to 1.0 mv. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted a large hold in the rvtip sealplug along with dried blood. All other sealplugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The hole in the rvtip sealplug was noted to be a potential source for the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the rv lead and device were explanted. The products have been returned for analysis.